Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ observed creases on the device. ¿ white calcification observed on the surface of the shell. ¿ observed total separation on the plug strap assessed as surgical damage. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid/blood leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.